Event description:
Same case as MDR ID # 2134265-2013-01987 and 2134265-2013-01986. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. Vascular access was obtained through the femoral artery. During the ivus procedure, ilab motordrive was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-01987 and 2134265-2013-01986. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. Vascular access was obtained through the femoral artery. During the ivus procedure, ilab motordrive was not pulling back but managed to do an ivus with a manual pullback. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR:the device was received for analysis. The unit has a missing pullback gear. The problem could be reproduced as indicated in the original complaint. A functional test could not be performed due to missing pullback gear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).